Event description:
It was reported, the pt has not recharged the ipg as recommended. As a result, the pt's initial and replacement charger could not communicate with the ipg. The pt may undergo surgical intervention to address the issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.